Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of shortness of breath due to oversensing of noise which caused inhibition. When the patient's device pocket was opened, a ventricular lead to can abrasion was noted. The right ventricular lead was explanted and replaced without complication.